Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the recoverable fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found error 32097 was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock spring fiber for reading below 75 rx power. Once testing was completed, the clock spring fiber was aba tested and was verified to be the source of the fault. The probable root cause can be attributed to a faulty clock spring fiber assembly. .

Event description:
It was reported that during a da vinci assisted prostatectomy-simple transvesical surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after a recoverable fault occurred on arm 2. The customer had already recovered the fault and continued the procedure prior to calling. The tse reviewed system logs and confirmed that error code 32097 had been reported by the arm subsystem module, consistent with missing message watchdog errors related to current and brake command messaging. The procedure was continued as planned with no reported injury.